Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient was sent to surgery. Vascular access was obtained via the femoral artery. The eccentric target lesion containing >45 and <90 degrees bend was located in the mildly calcified right coronary artery. A 12x3.50mm promus premier¿ drug-eluting stent was advanced to dilate the lesion. However, the device was unable to cross. The device was removed and other stents were used; however, the other stents were also unable to cross the lesion. Subsequently, the patient was sent for medical management. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that patient was sent to surgery. Vascular access was obtained via the femoral artery. The eccentric target lesion containing greater than 45 and less than 90 degrees bend was located in the mildly calcified right coronary artery. A 12x3.50mm promus premier drug-eluting stent was advanced to dilate the lesion. However, the device was unable to cross. The device was removed and other stents were used; however, the other stents were also unable to cross the lesion. Subsequently, the patient was sent for medical management. No further patient complications were reported and the patient's status was stable.